Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold measurements and loss of capture. Boston scientific technical services provided troubleshooting options to the field to help with an automatic threshold test. The system was tested with a higher pulse width, but high thresholds were still observed. All other lv measurements were within acceptable ranges. The lv lead remains in service and no adverse patient effects were reported.